Manufacturer narrative:
Based on the current information provided, the cause of the reported event cannot be determined, though it may be related with use error (e.g., firing staples over harder than ideal material, poor stapler placement for clamping/placement). A follow-up MDR will be submitted if additional information is received. A stapler log review was performed. Per the surgeon's procedure history, he performed 2 da vinci-assisted pulmonary lobectomy procedures on 27-jun-2022. It is unclear which of the 2 procedures is associated with the reported event. For the first procedure, an endowrist stapler 45 (part #470298-11, lot #t11190111-0003) was installed 5 times and fired 4 reloads (1 blue,1 white, 1 blue, and 1 green in that order). All firings were completed per the logs. The stapler nstrument had 1 incomplete clamp which occurred on the install with the green reload. For the second procedure, an endowrist stapler 45 (part #470298-11, lot #t10171128-0005) was installed 3 times and fired 2 reloads (1 blue followed by 1 white). Both firings were completed per the logs, these firings were on the first 2 installs. This instrument had multiple incomplete clamps using a green reload on its 3rd install, but never completed a clamp and therefore never fired the green reload. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent a da vinci-assisted pulmonary lobectomy and experienced an air leak after a green stapler 45 reload was fired with an endowrist stapler 45 instrument. The cause of the operative complication is unknown. It is also unknown what medical intervention was administered due to the operative complication.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure the patient was experienced an air leak after stapler fire. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the surgeon indicated that the cause of the event was due to non-ideal cut lines and lay of staples involving an endowrist stapler 45 instrument and green stapler 45 reload(s). Specific intervention to address this event is not known. The patient has reportedly been discharged. Isi made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.